Manufacturer narrative:
The manufacturer is still waiting for the arrival of the device.

Event description:
The user reported to zyno medical on (B)(6) 2017 about an infusion rate issue with the device. "Infusion rate keeps changing, so having issue finishing infusion. Exact date not known, pump was returned to pharmacy a few weeks ago with note attached and it was set aside. Unfortunately I do not know any more than what was included on initial email with note from nurse." No patient injury or harm occurred for this case. No specific event date was provided by the user.

Manufacturer narrative:
The user-reported infusion rate issue was not confirmed. On 12/15/2017, the device was found to have a flow rate accuracy of -3.15%, which was within the +/-5% specification. The device was tested and it performed within all specifications on 12/15/2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00310).